Manufacturer narrative:
Customer has not yet returned the device to manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Dist reported on behalf of the user. The device was in use with pt. Reporter stated customer was treated at the emergency room for high blood glucose with IV fluids and released. It was later discovered that the cannula was kinked. No permanent adverse effects reported.